Event description:
The hospital reported that when they took the device out of the package, vasoview 6 pro tubing on the c-ring was bent. No injury reported due to this device was never used on a patient.

Manufacturer narrative:
Trackwise ID (B)(6). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.device discarded.

Manufacturer narrative:
Trackwise#: (B)(4). The device was not returned to maquet cardiac surgery for investigation, however a photograph was provided by the account. A photographic inspection was conducted. Signs of clinical use and no evidence of blood was observed. The c-ring was observed to be intact with no visual defects observed. The plastic scope wash tube was observed to be bent closest to the tip of the harvesting device. There were no visual defects observed on the harvesting device. Based on the photographic inspection, the reported failure "material twisted/bent" was confirmed. The DHR, shop floor paperwork was reviewed. The vendor certifies that this device serial/lot conforms to all applicable product specifications. The lot # 3000265135 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.